Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Block h10: investigation results: a captivator - snares was received for analysis. Visual inspection of the returned device revealed no problems. Media inspection was performed, it was noted that the 2 in 1 connector was broken from its screw. It was unable to perform a functional and electrical inspection due to this condition no other problems were noted. The reported complaint of device failure to deliver energy was unable to be confirmed. The device returned was carefully inspected and the 2 in 1 connector was detached from de cannula. The screw of the 2 in 1 connector was broken. Therefore, restricting the functional capabilities of the device to be executed. However, based on the attached external form, the manufacturing process can ensure the correct component attachment, and the component work order does not have any variation, so it can be concluded that the failure mode could have been detected within the manufacturing process if it would have happened during it. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is "cause not established" since the reported complaint cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used to remove a polyp in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure and inside the patient, the device could not energize. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used to remove a polyp in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure and inside the patient, the device could not energize. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.